Event description:
It was reported that, "right total hip revision due pt's complaint of pain. No x-rays, medical records, op reports or devices will be made available as per hosp protocol."

Manufacturer narrative:
The device is not available for eval. Add'l info has been requested and if provided, the eval results will be submitted in a supplemental report. Associated device reported: unk, 32 +0 alumina ceramic head, catalog # and lot code: unk.